Manufacturer narrative:
G4: 26jan2021. B4: 27jan2021. The issue was found during routine initial check. The device was evaluated by the customer and manufacture field service engineer (fse) who confirmed the reported problem. The fse replaced the power management board, however, that did not resolve the issue. As a result, the fse replaced the power supply and tested the device to confirm functionality. The ventilator passed specified testing and no other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported a ventilator not charging the battery while being plugged into ac (alternate current). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The visual inspection of this customer returned power supply assembly revealed no anomalies. A failure investigation (fi) technician installed the power supply assembly into a fi ventilator to duplicate the reported issue of a ventilator will not power battery while plugged into alternate current (ac). The fi technician verified the customer complaint. The root cause was due to a failure of the power supply.